Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level. The customer reported that the high blood glucose levels 414 mg/dl. The customer also reported that the pump had a blank display. The customer declined for troubleshooting. The customer was treated with manual injection. The product will not be returned for analysis.